Event description:
The olympus representative reported the bending section or insertion tube on the evis lucera bronchovideoscope was bitten. The issue had no effect on the procedure. No patient harm reported. During the evaluation of the device, it was noted the insertion guide coating was peeling due to deterioration. This report is to capture the reportable malfunction of the insertion guide coating was peeling due to deterioration noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The insertion part cover was crushed due to an external factor. The insertion part had wrinkles due to external factors. The bending angle was insufficient due to the elongation of the angle wire. There were scratches on the insertion part of the cover due to external factors. Water tightness was not maintained due to holes in the bending section cover due to external factors. The bending section cover adhesive was missing. The universal cord was crushed due to an external factor. There were scratches on the universal cord due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.